Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
A percutaneous coronary intervention was conducted to treat the target lesion in the mid right coronary artery (rca). The vessel was moderately calcified and moderately tortous. There was 90% stenosis. A 1.5mm rotablator was used at the target lesion. After conducting pre-dilation with a 2.5 x 20mm balloon, a 2.5 x 18mm cypher (lot number i0606128) was being delivered, but it would not cross the target lesion. Therefore, a 2nd guide wire was inserted to deliver the cypher by the parallel wire technique, but it would not cross the target lesion. After that, the physician removed the delivery system from the pt and confirmed the proximal end of the stent to be flared. Therefore, the physician changed to a new 2.5 x 18mm cypher and implanted the stent at the target lesion. A 3.0 x 13mm cypher was implanted overlapping the proximal end of the 2.5 x 18mm cypher. There was no reported pt injury.